Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of discrepant results for 1 patient sample tested for trigl triglycerides (trigl) on a cobas 6000 c (501) module. Based on the data provided, discrepant ldl and ldlc3 results were also identified. Refer to attached data for the patient results. The customer is wondering why a false normal trigl result of 117 mg/dl was received. It was noted that the sample was extremely lipemic. The customer referenced product labeling which indicates "extremely lipemic samples (triglycerides greater than 3000 mg/dl) can produce normal results." In this case, the initial result was not that high. There was no allegation that an adverse event occurred. The trigl reagent lot number was 279798 with an expiration date of 31-oct-2018. No other reagent lot numbers with expiration dates were provided. Calibration and qc were acceptable. The customer last replaced cuvettes and the lamp on 21-mar-2018. On (B)(6) 2018 the customer performed a wash reaction and a cell blank calibration. Later the same day, the customer repeated the wash reaction but did not perform a cell blank calibration. The special washes are correctly programmed and rack adapters are used for the 13 mm sample tubes. An "abnormal probe sucking" message was observed on the alarm trace from the day of the event. A general reagent issue can be excluded since calibration and qc were acceptable. Since other assay results were affected, a sample specific issue due to turbidity is possible. The investigation was unable to find a definitive root cause.